Event description:
According to the available information, the patient is complaining of auto inflation of his penile prosthesis. The patient will continue to be monitored over the next few weeks. They have chosen not to remove the device at this stage.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to additional information received, the device was removed and replaced. No obvious defect seen on explant. After insertion of new cylinders and whilst attached to syringe, implant was inflated and deflated, then waited 90 seconds and saw penis inflate, no fluid was removed from the syringe. Inflation of penis not from implant. Patient being sent for further vascular testing (CT angiogram).